Event description:
Vapotherm settings were ordered for 3lpm, 21% fio2 for the patient after extubation. The oxygen blender device has a primary outlet as well as a medical air and oxygen outlet. The cables were meant to be attached to the oxygen and medical air outlets. A cable was attached to the primary outlet which delivered 100% oxygen to the patient by forcing the oxygen "upstream" from the primary outlet to the auxilary outlet which is located on the side of the blender.